Event description:
It was reported that the user experienced hyperglycemia with a blood glucose reading of 400 mg/dl while using the ilet and chose to disconnect from the pump to administer subcutaneous insulin via manual injections; no device alarms were reported, and troubleshooting and education were completed with the user indicating plans to reconnect later. Symptoms included hyperglycemia. Outcomes included user-initiated discontinuation of pump therapy and transition to multiple daily injections without hospitalization. Investigation included user interview and case review. Investigation of this case revealed no device alarms or malfunctions reported, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.